Manufacturer narrative:
Estimated date of occurrence (B)(6) 2019. Exemption number e2019001. Visual inspections were performed on the returned device. The unspecified failure was confirmed as a failure to capture the artery. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The customer returned a perclose proglide suture without providing any further details. Analysis of the returned device found the loop and knot were properly formed. The knot was fully advanced and tightened. The suture rail end was cut, the cut portion of the suture was not returned. As analysis of the proglide suture showed the needles deployed successfully, it¿s possible the suture may have been pulled out of the vessel. Subsequently, a failure to achieve hemostasis likely occurred requiring an alternative method to achieve hemostasis. No additional information was provided.